Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low impedance and noise leading to inappropriate automatic mode switch (ams) and low observed on the right atrial (ra) lead. Lead revision was anticipated. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the ra lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.